Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old african american female underwent breast reconstruction revision with mentor smooth round high profile 380cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
On 7/12/2018 it was noted that the initial report submitted on 6/28/2018 erroneously displayed the implant date as (B)(6) 2017. The correct implant date was (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/17/2018. Device evaluation summary: it was reported that a (B)(6) year-old african american female underwent breast reconstruction revision with mentor smooth round high profile 380cc saline prosthesis. Post procedure, left sided deflation was diagnosed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a crease on the anterior aspect, extending to the posterior aspect. No other anomalies were discovered. The complaint was not confirmed. At this point is not possible to determine the origin of the brown material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).